Event description:
A distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the ECG "c&d" cable was pulled from the strain relief, damaging the brown (lead 1-) wire. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.